Event description:
A report was received that a patient was experiencing discomfort at the pocket site while sleeping. The patient underwent a pocket revision procedure where the physician relocated the patient's pocket site from the right side to the left side. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.